Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe did not cut. Aspiration was normal. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report of actuation failure. The returned sample was visually inspected and found to be non-conforming with the probe needle and inner cutter bent and cracked at the stiffener. Functional testing, disassembly activities, and a wear evaluation were unable to be performed due to the visual condition of the probe. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe needle and inner cutter were bent and cracked. Therefore, a confirmation of the reported event could not be determined and the exact root cause of the complaint could not be verified. The exact root cause of the bent and cracked needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Confirmation of the reported event could not be determined and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time the manufacturer internal reference number is: (B)(4).